Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas integra 400 plus analyzer. Sample 1 gave a result of 0 ug/dl with a data flag on three separate tests of the sample. The sample was sent to an external lab where the result was 19 ug/dl. Sample 2 gave a result of 0 ug/dl. The sample was sent to an external lab, where the result was 18 ug/dl. Sample 3 gave a result of 0 ug/dl. The sample was sent to an external lab where the result was 18 ug/dl. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. A general reagent problem was excluded because calibration and quality control were acceptable. The probe was replaced, and precision testing was performed, which was acceptable. The customer reported no further issues after the probe replacement. The investigation determined that the service actions resolved the issue.